Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported false repeat reactive alinity s anti-hbc results on two patient. Results provided: (B)(6) 2023 sid (B)(6) = 1.08 / 1.14 / 1.12 s/co, another laboratory was nonreactive (0.98 s/co), nat negative. (B)(6) 2023 sid (B)(6) = 1.07 / 1.06 / 1.08 s/co, another laboratory was nonreactive (0.91 s/co), nat negative. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation for false positive results for alinity s anti-hbc included a review of trending data, labeling, device history record, field data, and a complaint search. No customer returns were available for evaluation. The complaint data for the product identified normal complaint activity for the complaint issue and no trends were identified. Labeling review concluded the labeling adequately addresses the issue. A device history record review did not identify any non-conformances or deviations. A review of field data for the overall performance of the alinity s anti-hbc reagents indicated the product was performing within product requirements. For lot 40478be00, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed is within product requirements and comparable to other lots analyzed in the comparison. Based on the results of this investigation, alinity s anti-hbc reagent, lot 40478be00 is performing as expected and no systemic issue or product deficiency was identified.

Event description:
The customer reported false repeat reactive alinity s anti-hbc results on two patient. Results provided: (B)(6) 2023 sid (B)(6) = 1.08 / 1.14 / 1.12 s/co, another laboratory was nonreactive (0.98 s/co), nat negative. (B)(6) 2023 sid (B)(6) = 1.07 / 1.06 / 1.08 s/co, another laboratory was nonreactive (0.91 s/co), nat negative. No impact to patient management was reported.